Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a verdigris within the bend relief was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Upon arrival of the controller, it was noted that the white power cable bend relief was slightly damaged, and traces of fluid ingress were observed. The controller passed all steps of functional testing and was able to operate a mock circulatory loop without issue. The downloaded log file was also reviewed, and no issues related to the power cable damage or fluid ingress were found. The controller maintained a speed within the expected range without issue while the driveline was connected. Further evaluation revealed that fluid ingress was present throughout the power cable assembly as well as within the housing of the system controller. A root cause for the power cable damage and fluid ingress cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 2 of the patient handbook warns the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2 also provides instructions for how to properly perform a system controller exchange. Section 7 of the IFU and section 5 of the patient handbook both describe the alarms which occur on the system controller, including those associated with driveline disconnect conditions. Section 6 of the patient handbook describes how to care for and clean the heartmate equipment, including the system controller and its power cables. This section also describes how to properly use the shower bag. The user is warned to never expose the system controller or batteries to water. The system controller must be kept dry at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged due to a verdigris noted in between the bend relief.